Event description:
It was further stated that they had to remove everything since they left a surgical sponge in but ultimately the battery was infected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted due to sepsis. It was noted that the patient had a medical history of sepsis. It was reported that the patient received good stimulation therapy up until the time of the device explantation. If additional information becomes available, a follow up report will be sent. See manufacturer's report # 6000032-2013-00042 for subsequent device issue.

Manufacturer narrative:
Product ID, 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: 2002 (B)(6), product type extension product ID, 7434a lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID, 3587a lot# l77148, implanted: 2002 (B)(6), explanted: 2002 (B)(6), product type lead. (B)(4).